Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose was 340 mg/dl. The customer went out to dinner last nigh, bolused for a meal and go a no delivery. The customer attempted a second bolus and got another no delivery. The patient reported that the alarm was resolved by a complete set change. The customer does not want to troubleshoot because he just change it out and it was fine.